Event description:
It was reported that the battery lasted a couple of minutes. Battery has 9 cycles; sn (B)(4), manufactured on 2012-01. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.